Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server displayed error as devices with upload processing failure. A technical support specialist (tss) dialed into the station and confirmed there were no errors in the data synchronization log, and the station was uploading properly. The tss then dialed into the server and observed two transactions appearing under view errors in synchronization info 2.0. The steps outlined in the knowledge article 1.7.x server upload processing error - userencounterassociation were followed. The station was not showing in health sight viewer (hsv), so the customer was informed via email to verify the issue from their end. The customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server devices with upload were processing failure status. However, there were no delays or adverse events or injuries reported based on this event.